Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that they were in a lot of pain. Patient said the pain starts right where they have the device and goes all the way down their left leg and inside their bones. Patient also said it felt like they had some kind of radiation going down to their ankle. Patient said sometimes they feel like the device was pinching or biting them. Patient had an appointment with their doctor on april 4th for a virtual appointment. Agent reviewed that stimulation is likely too high and attempted to assist patient with turning stimulation down but patient did not have their communicator charged at the time of call. The patient was redirected to charge their communicator and call pats back for further assistance. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient called back with external devices present. Reviewed how to turn therapy off. Patient stated they have a virtual follow up appointment with managing physician in april to discuss removal. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the radiation was not determined. Sns was removed to [illegible] back pain persisted. It was reported that the issue was resolved. The device was removed

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.